Event description:
After implanting the lens, the doctor noticed a small chip in the optic of the lens. He removed and replaced the lens.

Manufacturer narrative:
See MDR 1920664-2008-00912 for the intraocular lens used with this delivery device.